Event description:
I had a spinal stimulator put in. Pain and exhaustion got worse. Found out in 2008 that there was an illegal device put in. The spinal stimulator was taken out and I started feeling things that wasn't there including people telling me what to do. Dr. (B)(6) put the spinal stimulator in and dr. (B)(6) took it out. Both from (B)(6) this device was not supposed to be in me. It has a computer and I don't have it. Also it can scribe which if I'm correct is illegal. I have tried to get x-rays just recent and doctor ordered a contrast and CT of neck and head. I arrived and the tech changed it to a MRI of the lower neck and back. Well, I think there is a lot of dirty doctors and people in (B)(6). I have knowledge of things and I intend to get this out and find out more. Also, I know people have expected something or seen it. One day I had a CT on the brain and the tech rocked the bed so it would calm down. That was a bad day. It goes crazy and it is a crazy person using it.